Event description:
Patient states that insulin squirts from the tubing without piston making contact with reservoir.

Manufacturer narrative:
(B)(4). Evaluation summary: 10 unused devices were returned for evaluation. Used devices: no used devices were return for evaluation. Unused devices: the tubings were visually inspected for any tears or cracks on the tubing it self and on the attached connector parts. Furthermore, a flow test and a p-cap connector vent test were performed. On 2 unused sets the membranes in the p-cap connectors were humid and the samples also failed the p-cap connector vent test. The remaining 8 unused samples were all within specifications. Reference samples: the reference samples were tested as the returned unused samples. The membrane in the p-cap connector was humid on 1 of the retained samples. The sample also failed the p-cap connector vent test. The remaining 9 samples were in accordance with product specifications.